Event description:
Breast augmentation several years ago. In 2002 right capsulectomy. Two months later - pt desired larger implants. Bilateral capsulectomy with implant removal (350cc) - augmented with 450 cc silicone implants. Two years later pt desires larger implants, left capsulectomy; removal of 450 cc silicone inplants - intact and in good condition - no apparent implant problems - augmented with 500 cc silicone implants.